Event description:
The account alleged they could set the brake and the brake caster treads hold, but all of the brake casters still swivel. No pt impact.

Manufacturer narrative:
Tech gave the account the part numbers for the brake casters. No further info is available on the repair of the bed at this time.